Event description:
A hospital rep reported that during photocoagulation, the aiming beam from one port was weak. The treatment was completed after a ¿clinically significant¿ delay. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and noted the aiming beam from port I was weak, and the output of port ii was within specified value. The company rep replaced the laser core module. The system was then tested and met product specifications. The replaced laser core module is returning for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).